Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 7458214 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. However, in the surgeon's opinion the likely cause of the event is small capsular bag and contraction.

Event description:
It was reported that the patient had fibrosis superior at the haptic causing lens tilt. Yag was performed. In the surgeon's opinion the likely cause of the event is small capsular bag and contraction. This event refers to the patient's left eye.